Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had been experiencing high blood glucose levels over 600 mg/dl since (B)(6) 2018 and was hospitalized due to high blood glucose on (B)(6) 2018. Blood glucose at the time of admission was 600 mg/dl. Customer was treated with fluids, insulin shots and antibiotics. The customer was wearing the insulin pump during the hospitalization. They indicated they had not had issues with leaks or bent cannulas. It was also reported that the customer has sensor reading discrepancies. Troubleshooting was declined. The insulin pump will not be returned for analysis.